Event description:
The customer reported a loss of system functionality. No pt injury was reported.

Manufacturer narrative:
The customer's biomedical repaired the system. There was no ge service on the system. The system operates as intended. No other repair info is available.